Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
A patient implanted with an sjm ICD, expired due to an unknown cause. The patient had presented to the hospital with peripheral circulatory disorder and lower limb necrosis. The device was not interrogated. Additional information is not available.